Event description:
The physician successfully implanted an endeavor resolute drug-eluting stent in a patient. Post use, it was noted that the product was used one day beyond its use by date. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (IFU instructs the user to use the product before its ubd). Evaluation conclusions: user error contributed to event (IFU instructs the user to use the product before its ubd).